Event description:
New information states that programming changes were made and patient is in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that non-sustained rv oversensing was observed on the ventricular channel due to post-paced t-wave oversensing. The patient was asymptomatic and did not receive inappropriate therapy during the oversensing. Programming changes were suggested. No further information was provided.